Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After an uneventful night following implant of a 24 mm amplatzer post infarct muscular vsd occluder (pimuscvsd) in the ccu, an elective follow-up transthoracic echocardiogram demonstrated the pimuscvsd was in a good position with reduced flow across the vsd; however, a partial flail of the tricuspid valve with severe tr was noted. Over the next several days the patient developed hepatic congestion, hepatopathy, and acute non-contrast induced kidney dysfunction. Surgery was consulted; however, surgery was contraindicated due to patient prohibitive risk. The patient developed hitts (heparin-induced thrombosis thrombocytopenia syndrome) which resolved with a change in anti-coagulation therapy. The most recent echocardiogram demonstrated the pimuscvsd was still in the defect with the left disc flat against the left ventricular side of the defect and also estimated the residual ventricular level shunt at 1.7:1 the patient has been treated medically and has demonstrated a remarkable recovery with near resolution of hepatopathy and is now in cardiac rehabilitation doing reasonably well. The patient has been re-referred for consideration for surgical tricuspid valve repair.